Event description:
It was reported that one of the patient's implantable neurostimulator (ins) has "shut off six times over the past seven months". The patient reported the previous friday both ins devices shutdown, and patient experienced return of symptoms. Loss of therapeutic effect was reported. It was reported, the ins(s) were able to turn back on after approximately five hours. Refer to MFR report # 3004209178-2013-19843 for patient's other ins.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0225645v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3387-40, lot# j0237085v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).